Event description:
Pt calling to see if she is able to schedule just a nebulizer due to hers being broken. Pt states nebulizer does not work anymore; compressor machine broke; details not provided. Pt uses nebulizer for ohtuvayre. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available.